Event description:
Device malfunction: none. Symptoms/ae: left hand weakness/left finger numbness. Time of symptoms: post procedure. It was reported that post an uneventful right internal carotid artery angioplasty stenting procedure, the pt experienced diminished strength his left hand and left finger numbness. The neurological score revealed no significant change and a CT scan of the head revealed a small subcortical infarct in the right frontoparietal region, age unknown. The pt's condition improved and he was discharged to home two days post procedure. Although requested, there is no add'l info available.

Manufacturer narrative:
The stent remains in the pt. The lot number was provided. A review of the lot history record was conducted and there are no non-conforming material reports associated with this lot number.